Event description:
Pt treated with sternal closure plates and screws following thoracic surgery, CABG, on the morning of (B)(6) 2012. Pt had to be returned to operating room for emergency reentry procedure, to stop bleeding, in the evening of (B)(6) 2012. Surgeon was able to remove the emergency release pin from two of the plates easily, but had great difficulty and had to use forceps to try to release the pin from the other 2 plates. Surgeon then had to remove all 5 plates and unk number of screws to gain reentry to pt's chest. Pt was then revised to cable and clamp thoracic closure (non-synthes product) to complete the emergency reentry procedure. This is 5 of 5 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.